Event description:
It was reported that the ventilator generated alarms for high oxygen concentration during patient treatment. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The reported alarms for high oxygen concentration, were not reproduced during testing of the returned air gas module, oxygen gas module, and the o2 sensor in a reference ventilator and no alarms were generated during ventilation testing, nor any deviations observed during tests in the production test system. The failure was however confirmed in the received device logs. If this failure is not caused by a measuring error and happens during ventilation, the patient may receive a higher amount of oxygen in the gas mixture than expected. The reported problem has not been able to be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).